Event description:
It was reported that the patient expired due to ventricular arrhythmia. There is no known allegation from a health care professional that suggests the death was device related. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Should have been no rather than yes; should have been not returned to manufacturer; results code should have been (B)(4); conclusion code should have been (B)(4); the following deleted: device evaluated by manufacturer, reason_for_no_eval_code, -received date, results1.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun